Event description:
Caller reported cgm error 42, indicating a problem with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully restarted their sensor session, resolving the issue without further complications.